Manufacturer narrative:
A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported device won¿t calibrate. Needs repairs/service.

Manufacturer narrative:
Correction: g1, g4, g7, h2, h3, h6, h10, h11 ¿functional testing confirmed that the sear failed to properly close the safety clamp when the door was opened. ¿replacement of the broken sear and re-execution of door actuations found the sear to properly close the safety clamp when the door was opened. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced upper transducer for check IV set error. Replaced lower transducer for check IV set error. Replaced damaged bottom rear case, and damaged door latch sear replaced corroded right, left iui. A review of the device history record for sn 14844874 was performed from date of manufacture 02/27/2017 to the present date 10/24/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
The customer reported device won¿t calibrate. Needs repairs/service.